Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Nurse stated that this was an isolated event and was ultimately able to get the instruments to verify. The representative has covered cases since the event and there were no issues tracking and navigating. The way this particular physician liked the room set up was different than their usual set up, so the director of nursing thought that it affected the emf.

Manufacturer narrative:
A software analysis determined the software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Concomitant medical products: other relevant device(s) are: product ID: 9733467, serial/lot #: unk. No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that they registered their patient, but then they were unable to verify their straight suction or track their quad cut blade. The caller stated there was not metal in the emitter field. Ts recommended going into emitter details and confirm the value on the nipt, as to which the caller stated it was 1.7. Ts recommended checking for metal again and making sure the emitter cradle was not seated in front of the emitter. The caller adjusted the emitter and the value improved to .4. The surgeon was then able to verify the straight suction, but was not able to track the quad cut again. The site did not want to try a new quad cut blade. The caller then stated they would continue to try and adjust the emitter and then ended the call. It was unknown if that resolved the issue. There was a reported delay of less than one hour and no reported impact to patient outcome.